Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) regarding a patient who was implanted with an implantable ne urostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient reported that their previous stimulator stopped working and they had to get a new one, when asked the date for the previous stimulator stopping working the patient said they had c alled the manufacturer about it before. An hcp called on (B)(6) 2026 and reported that the patient had the 97810 explanted because they had an MRI. During the MRI the ins was not turned off and the ins was "fried". The caller did not have other information about the status of the ins and the reason for explant. Troubleshooting was not required. The issue was not resolved through troubleshooting.